Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2008.

Event description:
The patient reported the "lead wires were sticking out and the skin was pinching. The doctor fixed it by coiling them around and now it feels like they are coming out again." The patient also reported a "blood clot developed through the replacement." Additional information was reported the device was re-positioned and remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that following implant of the device the patient developed a hematoma. The hematoma resolved; however, the patient experienced persistent pain in the pocket and there was subcutaneous visualization of the leads. The patient was scheduled for device revision. Approximately three months later the patient expressed the same complaint as initially reported and stated the only instructions provided following the revision was how to remove the bandage. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient saw purulent fluid; however, the physician did not. It was also reported that ¿some blood could be expressed from the inferior portion of the wound when pressure was applied to it.¿